Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on this lot n° for the same issue. Checking the documentation process revealed that the finished product aa61141002 (lot n°4528559) was made by our (B)(4) subcontractor on april 2015 for (B)(4) pieces with tip ref (B)(4), lot 4441800 for (B)(4) pieces and lot 4445026 for (B)(4) pieces. Checking the quality databases revealed no recorded anomaly in connection with the described incident. We received 2 opened catheters and 3 sealed folysil catheters. The catheters have distal tips with or without silicone burrs . The product remains functional. Based on the above, this complaint is confirmed as a product defect. No corrective action as the product remains functional.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Excess material on the catheter tip. The tip is not smooth, the medical personnel (nurse) refuses to use such catheters.